Manufacturer narrative:
The device was returned and evaluated. The device's intermediate power harness was damaged post release.

Event description:
Customer alleges unit isn't lifting. Customer passed away prior to evaluation completion. Customer's family wants lift chair replaced.

Manufacturer narrative:
The date of death has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer alleges unit isn't lifting. Customer passed away prior to evaluation completion. Customer's family wants lift chair replaced.